Manufacturer narrative:
No further information has been received at this time.

Event description:
Boston scientific received information that the patient with this implanted system, passed away due to a systemic infection. It was reported the patient had a history of infection. Boston scientific continues to seek additional information.